Event description:
The customer reported that they experienced a difficulty in accessing the patient during a code blue event. More information has been requested.

Manufacturer narrative:
(B) (4) - difficulty accessing patient. No product malfunction occurred. This MDR is being submitted due to the serious nature of the event. (B) (4).